Event description:
It was reported that a stent damage occurred. The 75% target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The target lesion was ablated with a 1.5 and 1.75 rota and a 3.00x20mm promus element plus drug-eluting stent was advanced after but failed to cross the lesion. The lesion was predilated with an unspecified device but still failed to cross the lesion. The edge of the stent was found to be lifted after unsuccessful several attempts. The procedure was completed with a different device. No patient complications were reported and the patient status is good post procedure.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that a strut at the distal edge of the stent was lifted. No other damage was visible along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The 75% target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The target lesion was ablated with a 1.5 and 1.75 rota and a 3.00x20mm promus element plus drug-eluting stent was advanced after but failed to cross the lesion. The lesion was predilated with an unspecified device but still failed to cross the lesion. The edge of the stent was found to be lifted after unsuccessful several attempts. The procedure was completed with a different device. No patient complications were reported and the patient status is good post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).